Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the post-operatively the patient experienced a cardiac tamponade which required surgical intervention. Following the surgical intervention the patient expired. The cause of death has been requested and not received.